Event description:
The following was reported: surgeon complained post-op about cup placement and it not being in his 45/20 angle. Revision surgery performed same day to only re-position the cup. Case type / application: tha 4.1.